Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported he passed out, fell onto the floor and emergency medical services (ems) was called. The patient¿s cgm displayed 142 mg/dl; however, the bg was per ems was 35 mg/dl. Ems administered glucagon and when the patient was coherent, he drank four 12-ounce sodas and ate two peanut butter sandwiches. He suspended his insulin pump for 4 hours and when the patient¿s blood glucose stabilized, ems left. The patient was not transported to the hospital. At the time of contact, the patient was tried but was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.